Manufacturer narrative:
Technical evaluation the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by local distributor indicates: - hospital name: (B)(6) hospital - surgeon's name: (B)(6) - date of initial surgery: (B)(6) 2024 - body part to which device was applied: right femur - surgery description: arthroplasty revision - patient information: n/a - problem observed during: clinical use on patient/intraoperative - type of problem: device functional problem - event description: we had issues with oscar pro. We attempted all troubleshooting methods. Consol seemed to be overheating but the surgeon hardly used it. The complaint report form also indicates: - the device failure had adverse effects on patient: surgery extended by 90 minutes - the surgery was not completed with the device - a replacement device of the same model was available to complete surgery. - the event led to a delay in the duration of the surgical procedure: 3 hours - an additional surgery was not required following device failure - a medical intervention (outpatient clinic) was not required following device failure - copy of operative reports and x-ray images is not available - patient's current health condition: patient observations are stable and mobilizing well. Manufacturer reference number: (B)(4) distributor reference number: (B)(4)

Event description:
The information provided by local distributor indicates: hospital name: (B)(6) hospital, surgeon's name: mr. (B)(6), date of initial surgery: on (B)(6) 2024, body part to which device was applied: right femur, surgery description: arthroplasty revision, patient information: n/a problem observed during: clinical use on patient/intraoperative type of problem: device functional problem event description: we had issues with oscar pro. We attempted all troubleshooting methods. Consol seemed to be overheating but the surgeon hardly used it. The complaint report form also indicates: the device failure had adverse effects on patient: surgery extended by 90 minutes the surgery was not completed with the device a replacement device of the same model was available to complete surgery. The event led to a delay in the duration of the surgical procedure: 3 hours an additional surgery was not required following device failure a medical intervention (outpatient clinic) was not required following device failure copy of operative reports and x-ray images is not available patient's current health condition: patient observations are stable and mobilizing well. Manufacturer reference number: (B)(4), distributor reference number: (B)(4).

Manufacturer narrative:
Technical evaluation the returned system, received on 12 march 2024, was examined by orthofix quality operations department. In relation to this event, the following items were received: one oscar pro generator code os4000 s/n (B)(6), two oscar pro universal handset code o4hand s/n (B)(6), two oscar pro universal handset cable code o4cable s/n (B)(6). All components of the returned oscar system, were subjected to visual and functional check as per orthofix srl specification. The visual check did not evidence any anomalies. The functional check did not evidence any anomalies. All returned devices are functioning as expected. Final comments it was not possible to replicate the problem experienced by the customer "console of oscar pro seemed to be overheating but the surgeon hardly used it", as the generator s/n (B)(6) functions as intended. No overheating on the handsets was detected and the values detected during the tests did not evidence any anomalies. Overheating issues are usually determined by breakage/aging of the ceramics in the transducer in the handsets. In the devices returned no breakages or aging of components were found. Orthofix srl continues monitoring the devices on the market.